Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq2420 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the double lumen PICC kinked. It was removed and replaced. "Vein: bas."